Manufacturer narrative:
The external visual inspection revealed the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. In addition, a small dent was observed on the top cover. The photographic imaging inspection revealed several broken electrode wires near one of the feedthru pins. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed all of the electrical tests performed. This is an interim report.

Manufacturer narrative:
The external visual inspection revealed the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. In addition, a small dent was observed on the top cover. The photographic imaging inspection revealed several broken electrode wires near one of the feedthru pins. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed all of the electrical tests performed. The residual gas analysis result revealed nitrogen above the test limit. The dissection and scanning electron microscopy analysis of the electrode revealed evidence of tensile breaks. These breaks correspond to several of the electrode channels. The photographic imaging inspection and electrode dissection revealed broken electrode wires between some of the feedthru pins. These breaks correspond to the electrode channels reported open. A CAPA was implemented. In addition, this device had nitrogen that exceeded the limit. Based on an assessment of the dye penetrant test data, it is determined that this device was non-hermetic, and that the root cause of the excessive nitrogen was a leak through the feedthru seals. Due to the presence of moisture getter, no signs of moisture were observed. This is the final report.

Event description:
The recipient is reportedly experiencing multiple open electrodes. Device revision surgery is being scheduled.

Manufacturer narrative:
Additional information: explant date. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.